Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the distal end had torn off. There was no report of patient harm.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) is detached and the bending section cover (a-rubber) has foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.